Event description:
It was reported that during the implant procedure, it was difficult to insert the right ventricular lead into the pulse generator header. After applying silicone oil, the lead could be inserted into the header. The lead was implanted and the patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.